Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional reported left side "device migration/implant malposition", "correction of asymmetry" and "change shape/size/style". The device has been explanted and replaced.